Manufacturer narrative:
Sparks coming from the back of the unit and smoking caused the compressor to stop working. Thus, it could have harmed the patient if the device was in use.

Event description:
While using the unit, sparks came out of the back and a puff of smoke. Unit stopped working.

Manufacturer narrative:
Sparks coming from the back of the unit and smoking caused the compressor to stop working. Thus, it could have harmed the patient if the device was in use. No product or photo of the alleged defect was provided; therefore, the reported complaint could not be confirmed, and a root cause could not be determined. Most likely root cause is compressor damage caused by long-term use. A risk assessment was performed, and the ultimate risk was determined to be low, which does not require the initiation of a CAPA. There have been no other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends.

Event description:
While using the unit, sparks came out of the back and a puff of smoke. Unit stopped working.